Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperative. The ventilator was not in use on a patient at the time of the event. Medtronic service engineer was only authorized to upload the software and conduct a final testing to the device. The customer reported to have replaced the breath delivery unit. The ventilator passed all tests.